Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy pca experienced an undefined issue and the part needed to be replaced. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating a printer error (non-reportable).  This case was created to address the therapy pca replacement order.  There was no reported patient involvement. Subsequent review of the source case notes indicate that a processor pca and a therapy pca was ordered to troubleshoot the printer issue. However, after further evaluation was performed by the repair bench, it was confirmed that there was no malfunction of the therapy pca, nor was this part required to resolve the reported issue. The therapy pca was returned unused which is documented in wl-16244171, wo-(B)(4).  The processor pca was replaced ultimately resolving the printer issue (ref. Philips refernce (pr) (B)(4).   Based on the information available and results of additional analysis, no further action is necessary at this time.  The investigation concludes that there was no malfunction of the therapy pca and the part ordered was returned unused. The device remains at the customer¿s site.  No further action is required at this time.